Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer had a memory problem during power-on self-test, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device gave a remote alert indicating the image processing computer had a memory problem during the power-on self-test, which can impact imaging. Review of the log file showed frontal ip-pc done/failed, which confirmed the malfunction. Upon troubleshooting, fse found there was an issue with the power supply. To resolve the issue, fse replaced the 5v, 12v, and 24v power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.